Event description:
Pt admitted to outpatient surgery for endoscopic frontosphenoid ethmoidectomy using the medtronic xomed stealth image guidance system. The system was set-up, turned on and understood to be functional. While mapping the system, it shut down and would not work again. Sales rep was available in the operating room for trouble shooting from the beginning of the surgical case. The co telephone support line was activated to help solve the problem. The problem was not solved. The pt endured an extra 30 minutes of anesthesia due to the equipment shutdown and trouble shooting efforts. The planned surgical procedure using the stealth guidance system had to be aborted secondary to the breakdown of the equipment. According to the surgeon, the surgical procedure was performed in a less aggressive manner due to the equipment being non-functional. It is unknown at this time whether the pt will have to return for further surgery. The MFR repair staff arrived 24 hours later and found that the computer aspect of the newly purchased system was non-functional. The computer component was replaced. The system is under MFR warranty.